Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absolute pro stent and the other armada 35 balloon dilatation catheter referenced are filed under separate medwatch MFR numbers. Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the balloon rupture was the result of interaction with anatomy which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the mildly tortuous and heavily calcified left external iliac artery intervention, the 6.0 x 40 mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance to the target lesion, but the balloon ruptured during the first inflation at 6 atmosphere (atm). A 7.0 x 100 mm armada 35 bdc was advanced without resistance to the target lesion, but at the first inflation the balloon ruptured at 7 atm. During deployment of the 8.0 x 100 absolute pro stent, the thumbwheel was difficult as it would stop intermittently, but the stent was successfully deployed. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.